Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing a shocking sensation near the implant site. As a result, the ipg was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The reported event for uncomfortable stimulation was unable to be confirmed due to the as-received state of the ipg. It was determined the device was running the service application software as a result of the explant procedure and generated a subsequent crc failure during analysis. Since the device had a crc error, further functional testing of the ipg could not be performed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The cause of the reported event could not be ascertained.